Manufacturer narrative:
Comparative anatomic and symptomatic recurrence outcomes of diaphragmatic suture cruroplasty versus biosynthetic mesh reinforcement in robotic hiatal and paraesophageal hernia repair / niloufar saleh / surgical endoscopy (2024) 38:6476¿6484 / published online: 13 september 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent robotic repair of hiatal and paraesophageal hernias with suture cruroplasty with or without biosynthetic mesh reinforcement between january 2012 and april 2024. It was noted that closure of the hiatal opening was accomplished with a 3-0 v loc running suture and reinforced with a competitor suture. There were 503 patients included in the study; 308 underwent mesh repair, and 195 underwent suture-only repair. Hernia reoccurrence was noted in 84 patients. 19 in the mesh group and 8 in the suture group experienced anatomic recurrence in the short-term follow-up. In the long-term follow-up, 29 in the mesh group and 28 in the suture group experienced anatomic recurrence. Interventions and patient outcomes are unknown.